Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo that after using flowtron excel for one day after an imperial incision surgery for a patient, they found the patient is having peroneal nerve palsy. According to the hospital people including doctor, there was no malfunction on the device. During using the device, the care giver checked patient¿s legs only once or twice.

Manufacturer narrative:
A customer reported that the flowtron excel device was used to prevent deep vein thrombosis after patient surgery. One day after surgery the patient sustained a peroneal nerve palsy. According to hospital staff (including the doctor), no device malfunction occurred. The customer stated that during the patient¿s therapy the caregiver checked the patient¿s legs once or twice. The device was evaluated by arjo and no malfunction was found. The instruction for use (IFU) for flowtron excel contains information that: ¿while using the system, the patient¿s limbs should be checked during every shift, and more often if the patient is known circulatory or skin problems or is diabetic.¿ ¿garments should be removed immediately if patient experiences tingling, numbness or pain, and the physician notified.¿ to sum up, while the event occurred the arjo device was used for the patient¿s therapy. The complaint was decided to be reportable in an abundance of caution due to information that the patient sustained a peroneal nerve palsy after receiving therapy by the flowtron pump.

Manufacturer narrative:
Collecting information is ongoing.additional information will be provided upon investigation conclusion.